Event description:
Information received indicates that the valve implanted for approximately 5 years was removed due to heart failure and acute episodes of shortness of breath. Fairly extensive coronary disease observed from original implant. Ef at original operation 70%, now 40%. Echo noted moderate to severe aortic incompetance - toe showed left coronary leaflet jet. No gradient. Visual inspection at surgery shows tear in left leaflet jet (approx. 5x7mm) with very clean edges-looked like a tear vs. Abrasion. No infected. No calcium seen in annulus, leaflet or wall. No suture apparent at the site. Freestyle looked extremely well healed, very clean, pristine. The freestyle leaflets were excised from the aortic root wall. The valve was replaced with a mechanical valve.